Event description:
It was reported that the ilet displayed a battery out-of-specification alert, and a review of user-provided information supported a device malfunction requiring replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that results are pending completion of the investigation, and the available information was insufficient to determine a specific device problem or component-level failure. It was concluded, based on previously established findings for similar reports, that the conclusion is not yet available. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.